Event description:
It was reported that there was pocket site pain after a fall, and the patient was unable to recall the date of the fall and noted she had several. As a result of the event, revision was done and the pocket was moved to the other side into the buttock. The patient symptoms included pain at the device pocket, and the patient status at the time of the report was alive, no injury. There was no apparent product issue noted, pain only at the pocket site. Stimulation was effective prior to the revision of pocket and checked again post operatively and stimulation remained unchanged and remained effective. No loss of therapy was reported. Impedances were checked and normal pre and post-operative. The pocket revision was due to the discomfort. The discomfort began after implant and became worse until the revision. Information has been requested regarding the patient outcome which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).